Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected, vitros tropi es results were obtained from samples from four different patients when tested using vitros tropi es lot 4195 on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4195 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4195. Within run precision testing performed was within ortho acceptable guidelines on 10 august 2021, suggesting acceptable instrument performance. However, no precision testing was performed on the dates the non-reproducible, higher than expected vitros tropi es results were obtained for the patients ( (B)(6) 2021), therefore, an instrument issue cannot be ruled out as a contributor to the event. Contamination was identified within the incubator shuttle and luminometer fob upon inspection with a uv light (following the acceptable within run precision test on 10 august 2021 which could have caused the non-reproducible, higher than expected vitros tropi es results for the patients at the previous dates, however, this could not be confirmed. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected samples, although this could not be confirmed. Email address for contact office in above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results obtained from four different patient samples when tested vitros troponinies (tropies) lot 4195 reagent on a vitros eci immunodiagnostic system. Patient sample 1 result of 0.148 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.155 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 3 result of 0.296 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 4 result of 0.157 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 4 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).